Event description:
It was reported that the anesthesia system failed the pressure transducer test during system checkout. There was no patient involvement. Manufacturer's reference #: (B)(4).

Manufacturer narrative:
Investigation has been finished. According to the information provided by the technician, the issue was solved by replacing expiratory pressure transducer printed circuit board (pcb). The part was not returned for investigation, it was kept by the biomedical engineer at the hospital. Evaluation of the received device logs confirmed the reported pressure transducer test failure and the logs indicate that it was the expiratory pressure transducer pcb that was faulty. No further issues have been reported with this device. The pressure transducer pcb is part of the pressure measuring in the system. A faulty pressure transducer pcb may lead to inaccuracy in pressure measurement. This will be detected during system checkout and high priority alarms will be generated if the failure occurs during treatment. The root cause to the reported issue has not been determined. The device failed to meet its specifications.

Event description:
Manufacturer's reference #: (B)(4).